Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was due to an electrically damaged integrated circuit, designator u5.

Event description:
The customer contacted physio-control to report that the only button that was functional on their device was the on/off button. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.